Manufacturer narrative:
It was reported that several 30ml bd syringes have a foreign substance. To aid in the investigation, five samples and one photo was provided for evaluation by our quality team. Three samples came in sealed packaging blisters and two samples came with no packaging blister. A visual inspection was performed, and the three sealed samples had no defects or imperfections. The two additional samples each have 20ml of a drug and foreign matter on the rubber stopper that appears to be a reaction of the drug with the lubricant applied to the syringe barrel and rubber stopper. The samples were sent to a laboratory for additional analysis and the foreign matter was confirmed as silicone, which is the medical grade lubricant applied during manufacturing. The photo provided shows the two contaminated samples received. A device history record review was completed for provided material number 302832, lot 2278499. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections were complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that prior to use 2 with bd luer-lok¿ tip syringe foreign matter was discovered in syringes. The following information was provided by the initial reporter: our staff identified several 30ml bd syringes (302832) in our inventory this morning to have a foreign substance. This was found in two syringes, both with lot # 2278499.

Event description:
It was reported that prior to use 2 with bd luer-lok¿ tip syringe foreign matter was discovered in syringes. The following information was provided by the initial reporter: our staff identified several 30ml bd syringes (302832) in our inventory this morning to have a foreign substance. This was found in two syringes, both with lot # 2278499.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.